Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during rotator cuff repair the cord cutter (2 piece) is jamming & will need to be replaced. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a several photos were provided. Upon visual inspection of the photos, it was found that the device had been heavily used as there were marks of wear, this device is reusable. It was not possible to test functionality to confirm if the device functioning smoothly. The photos did not provide evidence of the failure reported into device; therefore, the complaint is not confirmed. Hands on analysis should provide the evidence necessary to discern a specific root cause. This type of failure has been attributed to fair wear and tear due to the repeated sterilization cycle and age of the device causing the device to jam and not perform as intended. Other than this possibility, cannot be discerned at this point. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10: upon complaint review, it was determined that the date device returned to manufacturer was inadvertently left blank on the initial report. It has been updated accordingly to reflect the correct information. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by sales rep that during a rotator cuff repair procedure the cord cutter (2 piece) is jamming & will need to be replaced. Additional information provided by the affiliate reported only 1 instrument was involved in the event. The device in question has 2 parts. It was also reported the event did not cause a surgical delay, or patient impact. The case was completed with an alternative device from another loan tray.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwtch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information provided, it was reported that during rotator cuff repair the cord cutter (2 piece) is jamming & will need to be replaced. The device was received and evaluated. Visual observations reveals that the device has some marks of wear and use as usual on these type of reusable devices. When performing the functional test, a sample suture was used, it was placed on the cutting hole and the suture was successfully cut, however the handles were hard to close, the operation of the cord cutter was not smooth as it should. According with the visual inspection and the functional test result, this complaint can be confirmed. The pictures provided also confirm the visual condition of the device. The possible root cause for the jamming condition can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU, end of useful instrument life is generally determined by wear or damage from handling or surgical use. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.